Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported experiencing high blood glucose of 700 mg/dl, due to a bad vial of insulin. Customer stated the incident recurred. Customer treated with injection. The customer stated this was not an issue with the insulin pump and it was advised that the event would be notated on customer's account, per customer request.